Event description:
It was reported the epg (external pulse generator) has a broken case. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery release was contaminated, the lead flex cover was contaminated, one case screw was missing and the battery drawer was broken. (B)(4).